Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32, indicating a delivery motor communication error, and the user performed multiple restarts without resolving the issue, after which a replacement device was provided. Symptoms included no reported adverse clinical effects, and blood glucose was not affected. Outcomes included no impact on health status and no need for medical intervention or hospitalization. Investigation included troubleshooting, user education, and device replacement with return of the original unit for evaluation. Investigation of the returned device revealed a suspected device malfunction related to the delivery motor communication pathway consistent with a processor-to-motor communication fault.